Manufacturer narrative:
Siemens has reviewed the files provided by the customer. The co-oximetry functionality on the rp500 appears to have been working as intended throughout the day of and including when the sample in question was measured. This is concluded based on the co-ox calibration stability, aqc expected recovery and lack of any relevant diagnostic errors or exception flags. It is known that for accurate thb measurements, whole blood specimens require the red blood cells to be uniformly distributed throughout the entire sample. This can be obtained only by thorough mixing of the blood sample across two planes performed immediately before analysis on the blood gas system as well as laboratory devices. It is unknown if the suspected high rp500 thb value occurred due to pre-analytic insufficient mixing. When comparing thb results between devices, factors that can impact observed bias include differences in matrix and measuring technology, sample mixing conditions, adequate draw volume, collection site, and cell clumping, and other pre-analytical conditions such as lipemia, icterus, and hemolysis.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. Calibration and qc reports have been provided for investigation. In addition, siemens has requested the paz file, trace log and type 2 cx logs to be provided for investigation. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on the rp 500 and when compared to a non-siemens hematology analyzer. There was no report of harm due to this event.